Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a longevity estimate of 3 years during device check in (B)(6) 2018. During a device interrogation on 11/20/18, the device exhibited a longevity estimate of less than 3 months. The physician was not concerned with the diagnostics anomaly as the battery depletion trend looked normal. There were no adverse consequences to the patient. No further information was available.